Event description:
Reportedly, independent device follow-up by the center. When the device is interrogated, warning no. 67 appears on the screen. The follow-up does not show any problems, no trend of abnormal impedances, no episodes with ineffective therapy. The follow-up was repeated several times and the warning no longer appeared. An urgent response is needed as the center wants to understand whether or not to hospitalize the patient.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.